Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever and a cloudy fluid. The cause of the peritonitis was unknown. It was reported that two days prior to the peritonitis diagnosis, the patient was hospitalized for fever. The patient was treated with injection amikacin (120mg, once daily, intraperitoneal, discontinued). Four days after the event onset, the patient was treated with injection vancomycin (1gm, every 5th day, unknown route, ongoing) and injection meropenem (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
Additional information: b5, b7, and d10. B5: upon follow-up, it was reported that vancomycin and meropenem were discontinued. On an unknown date, the patient recovered from the peritonitis and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.